Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient charged every 3-4 days now versus 2 weeks. It was reported they were charging every 3-4 days and used to charge only every 2 weeks. Patient reported it has been this way for 3-4 months. Patient reported they did turn the stimulation up a bit a month ago. Patient reported they have not recently been reprogrammed or switched to a new group. However, reported they have recently had the need to increase parameters. It was reported patient charges their ins full. No symptoms reported no further complications were reported/anticipated.